Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
Customer report: today there was a situation during the procedure, dr (B)(6) when using the semi automatic biopsy needle 18gax15cm. When setting the needle and pulling out the drawer, the needle broke and pierced the doctor's. Can you check if it's a problem with all batches? Very serious what happened."

Manufacturer narrative:
A review of the batch records confirmed that the product was manufactured according to specification and no deviations or anomalies were found. No sample or images were available for evaluation. However, due to this issue being reported numerous times for this part, the complaint was confirmed. The most likely cause of this issue was the operator not following the assembly procedure, which would allow for the tab to not fully seat in their notches. The argon wheeling engineering and quality managers have been made aware of this issue. They are continuing to improve the assembly procedure to mitigate this issue completely.

Event description:
Customer report: today there was a situation during the procedure, dr sheyla when using the semi automatic biopsy needle 18gax15cm. When setting the needle and pulling out the drawer, the needle broke and pierced the doctor's. Can you check if it's a problem with all batches? Very serious what happened."